Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.

Event description:
Consumer called to report accuracy issues with his meter. Consumer recently got readings of 112, 65 and passed out. Emt had to be called for assistance; was treated for low blood sugar and given oral glucose gel.